Event description:
During troubleshooting of a check final line alarm that appeared on the homechoice (hc) display during prime, the home patient (hp) revealed that he had disconnected the bag and reconnected it. The hp was aware that setup was then compromised. The technical service representative (tsr) advised the hp to start over with new supplies. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. During a follow up with the hp regarding disconnecting and reconnecting the bags, the hp explained that he knew that he was not supposed to reconnect, but did so accidentally. The hp added that he had ended therapy and started over using all new supplies. The hp stated that he realized he was not supposed to reconnect as soon as he had reconnected. The hp stated that he is doing fine and continuing therapy without issues. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed should additional information become available.

Manufacturer narrative:
(B)(4). This complaint was confirmed; however, a cause was undetermined. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint.